Event description:
Both eyes started to feel dry and turn red. She threw away conacts and stopped wearing them for a couple days. Eyes stayed sensitive to light and wind. Started wearing a new pair and eyes felt a little better but then the symptoms started coming back again. Vision is slightly blurry. Eyes have whitish discharge. Eyes are still dry and red.